Manufacturer narrative:
Additional information received stated that the patient had the ipg replaced and is reportedly doing well. The ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report that a patient was having difficulties charging her ipg was received. A bsn representative attempted to troubleshoot, however was unsuccessful. An ipg replacement procedure has been recommended.

Event description:
A report that a patient was having difficulties charging her ipg was received. A bsn representative attempted to troubleshoot, however, was unsuccessful. An ipg replacement procedure has been recommended.